Event description:
It was reported, "implanted stem and cup in 2007. Ten week post-op x-ray good. (Patient had a fall at the 6-7 week post op mark - heavy bruising). Presented in 2008, with his 1 year post op x-ray which showed asymptomatic signs of proximal loosening."

Manufacturer narrative:
An evaluation of the device (remains implanted) cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.